Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The blender module assembly was replaced. The unit passed performed operational verification procedure (ovp) and performance check. All work accomplished per vela service manual rev. F. Ventilator is operational and meets the original equipment manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela diamond has a leaking o2 blender. As of this time, there was no information about patient involvement associated with this reported event.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the blender module and performed a failure investigation. The issue reported by the customer was duplicated. The root cause is determined to be a degraded or brittle diaphragm in clippard 3 way pilot valve.